Manufacturer narrative:
Product analysis: visual review confirms rod breakage. No immediately adjacent pre-existing surface defects identified. Fracture surface examination of the fractured rod identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross-section of the rods until subsequent mechanical failure. After visual and microscopic inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device (catalog # 1476000500, 510(k) # k091974, UDI # (B)(4)) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis for this procedure: congenital scoliosis type and level of initial surgery procedure or technique used: scoliosis correction fusion, growing rod it was reported that on an unknown date, post-op, the rod on the connector side was broken at the cranial portion. Revision surgery occurred on (B)(6) 2017 to remove the broken rod. Initial surgery occurred on (B)(6) 2017 to lengthen the rod. The patient underwent a number of reoperations in the past, thus the date on which the first operation was carried out with our product was unknown. Superior thoracic vertebrae and superior lumbar vertebrae were fixed with the rod by inline connector on one side and by domino on another side.